Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference manufacturer report: 3006705815-2018-00309. It was reported the patient's scs system was autoreducing. A company representative met with the patient and confirmed autoreducing with high impedances on one lead. X-rays confirmed both leads had migrated. The patient reported no falls or accidents. Surgical intervention will be taken for lead revision.

Event description:
Device 2 of 3: reference manufacturer report: 3006705815-2018-00224. Reference manufacturer report: 3006705815-2018-00309. Follow-up identified surgical intervention was undertaken wherein the leads were replaced with a new model. Reportedly, the ipg was replaced as well during the procedure due to an unknown reason. The patient therapy resumed postoperatively. Note: new device report #3 added (ipg).